Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not provided. The reported patient effects of death, septicemia, and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Literature attachment: changes in left atrial function after transcutaneous mitral valve repair this was obtained from a literature article; therefore, the device was not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to death caused by sepsis and myocardial infarction. Specific patient information is documented as unknown. Details are listed in the attached article, titled changes in left atrial function after transcutaneous mitral valve repair.